Event description:
It was reported that the stent broke off during clot retrieval. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).